Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraine") and visual impairment ("vision problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, alopecia, headache, nausea, weight decreased, migraine and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: transient procedure-not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraine") and visual impairment ("vision problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, alopecia, headache, nausea, weight decreased, migraine and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: transient procedure-not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received events " device breakage, migraine and vision problem" were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, alopecia, headache, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: transient procedure-not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury nos replaced with event perforation uterus, general abnormal bleeding, chronic/pelvic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, hair loss, headaches, nausea, weight loss and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.